Event description:
It was reported that on (B)(6) 2018 the implantable cardioverter defibrillator was prophylactically explanted and replaced due to the lithium clusters recall. No patient symptoms or additional information was reported.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(4) 2016.